Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a blank screen. The customer replaced the battery and the screen remained blank. Troubleshooting was performed and a crack near the battery compartment and scratch on the screen were noted. It is unknown how the damage occured. The customer's blood glucose is 500 mg/dl. The customer was advised to discontinue insulin pump therapy and return the pump.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on lcd board. Unable to perform any tests due to blank display. Pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window noted.